Event description:
It was reported that the mantis probe was inserted into the cancellous bone of the spinal body. After that, xia precision k wire blunt was inserted and tap (5.5mm) was used for creating screw hole. When 1/3 from the tip of the screw was inserted into the vertebral body and k-wire was tired to remove, the tip (about 8mm) of the k-wire broke. So, the surgeon remove the screw and tried to remove the tip of the k-wire, but it was impossible. The surgeon inserted the screw again and the procedure was completed. The surgeon need the info about the method for preventing this event. Also, he needs the investigation of the fracture surface.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.